Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level 400 - over 500 mg/dl. Bg cause was unknown. Customer attempted to addressed via a manual injection, and a supply change, however went to the emergency room and subsequently hospitalized in the intensive care unit. Additionally the customer was treated with intravenous fluids of saline and insulin. A system check was performed, and it was found that the customer was using off label insulin (lyumjev) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.